Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a lobectomy procedure. The first firing to the fifth firing were successful. For the sixth firing, connected the reload to the manual stapling handle with no problem. The surgeon tried to fire the device, however, could not. Replaced by a new cartridge, however, the same event occurred. Then replaced by a new handle and the firing was completed. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.